Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 2 large chest pads and one right thigh pad. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection no hydrogel separation. Functional evaluation noted flow rate test was conducted per tm0301222 rev 1 to determine if leakage was present within pads. Water flowed properly within all gel pads and no leakage occurred. Therefore, product meets specifications. Labelling review is not required as the reported event is unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they have had two artic gel pads that have been defective and unusable. Per follow up information received via phone on 13apr2023, it was reported that the pads were leaking, and they replaced them, the replacement pads leaked also. They does have those defective pads available. Per follow up information received via email on 31may2023, during sample evaluation a kink in the tubing was found in the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they have had two artic gel pads that have been defective and unusable. Per follow up information received via phone on (B)(6) 2023, it was reported that the pads were leaking, and they replaced them, the replacement pads leaked also. They does have those defective pads available.